Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report an issue against the 4x4, island dressing, sterile 50/bx a50044. The patient reported that she was allergic to the island dressing. The patient involvement was unknown, however there was no harm or adverse event reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".